Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked battery tube threads, stripped battery cap(p)coin slot and broken battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 172 mg/dl. The customer was not able to continue the troubleshoot. The insulin pump will be returned for analysis.